Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) medical center a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp)¿s one battery was not registering. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, medical device ¿ problem code), h11, b5. Corrected field: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that both batteries were fully charged and could not find any issue with function, charge or discharge. As the display was being inspected, it momentarily turned red and soon after corrected itself. All the connections were reseated for the display and touchscreen. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not charging one battery and the display was red. There was no patient involvement reported.